Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had effective stimulation after a reprogramming session but days later lost stimulation in his feet. The pt also experienced a burning painful sensation in his feet while standing and had no stimulation in his feet while lying down. Additionally, the pt does not have back coverage. Reprogramming recovered some stimulation to the low back of which the pt is now satisfied. It was further reported the pt never had full low back coverage since implant just very low back and upper buttocks. The pain pattern was primarily leg and feet. Further reprogramming on (B)(6) 2013, did not provide coverage to both feet; however, the pt reported the coverage had improved. X-rays were ordered to determine lead movement. Follow-up identified x-rays did not confirm lead migration. The pt is not receiving effective pain relief despite reprogramming. The physician will determine the next course of action to resolve the issue.